Event description:
The customer reported to olympus the evis lucera bronchovideoscope experienced a noisy image problem. The event was identified during preparation for use. There was no delay. The patient was not under anesthesia. The intended tracheoscopy procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the reported issue of noisy image was not reproduced, however, evaluation found dent in insertion tube, corrosion observed on the el-connector (electrical connector), poor contact noted. Light guide tube was damaged. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Although the reported issue was not reproduced, this failure is considered to be a sporadical failure (failure cannot be confirmed but occurrence is likely). Additionally, evaluation found the electrical contact of el-connector was corroded and the image sensor and/or its cable was broken by the squashed insertion section. And therefore, as a result, the reported event occurred. The following information is stated in the instructions for use (IFU): important information ¿ please read before use use precaution for disappeared or frozen endoscopic image; warning·follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both thevideo system center and electrical connector on the endoscope. Failure to do so can result in equipment damage,including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic systeminspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting : if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.